Manufacturer narrative:
The insulin pump was received with severely cracked bleeding lcd glass. The insulin pump was unable to verify black display and self-test due to severely cracked bleeding lcd glass. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump's screen went complete black, and nothing could be read on the screen. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.